Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: loose stent deployed in unintended site. Device issue: loose stent. It was reported that after the device failed to cross and upon attempted retraction of the device back into the guiding catheter, the stent became loose, so the stent was deployed in an unintended site using the same delivery balloon. No patient effects reported. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - stent retention can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. Possibly the stent became disrupted/loose on the balloon while attempting to advance and retract the sds through a calcified lesion and/or the guiding catheter. It is possible that the lesion characteristics and/or the guiding catheter contributed to the difficulties experienced, however, this cannot be confirmed.